Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was discarded. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted ipg was discarded. No further information has been obtained despite good faith efforts. Additional information was received that the reason for revision was due to patient was experiencing discomfort from ipg placement.